Event description:
This male was emergently admitted, taken to the cath lab & diagnosed with an acute iwmi. This culprit lesion was located in the totaled right coronary artery rca-. The rca was reopened & a stent was successfully placed in the distal rca restoring blood flow. The lad was evaluated & found to have a 99% proximal stenosis in the 2nd obtuse marginal artery. This blockage was predilated with a 2.0x15 apex balloon, & an attempt to deliver the 2.25x15 multi-vision stent was unsuccessful. In an attempt to pull the stent back into the guider, some resistance was met at the ostium of the guider. So the stent, wire & guider were pulled down all the way into the groin. At this point, all 3 systems were removed through the introducer sheath. The stent was not on the balloon and presumed lost in the iliac artery. The pt experienced no harm to date as a result of this lost coronary stent. The artery was later successfully opened and a stent placed. Dates of use: 2009. Diagnosis: coronary artery disease. Event abated after use stopped: no.